Manufacturer narrative:
One capnography monitor was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by performing the flow rate test; the results found it to have no flow. Upon further internal inspection, it was noted to have a broken valve assembly connector/hose which caused the failure. The problem source of the broken connector was determined to be from impact. Additionally, the speaker was found to be loose and will be melted back into position. The restrictor was replaced and the flow rate increased back to within specification. The problem source was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnography monitor capnocheck ii had a co2 error message and system failure. No adverse effects were reported.